Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft of the delivery device catheter fractured. During introduction of the taxus express2 8.8% 2.50 x 16mm drug eluting stent into the coronary system, the shaft of the delivery device fractured. The physician retrieved the whole system. No pt injuries or complications were reported.